Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, downstream and upstream occlusion alarms were confirmed in the event history log review. The device passed downstream and upstream occlusion testing, however the force sensor was found to be out of specification. Therefore the cause of the 'downstream occlusion' alarms was identified to be the out of specification force sensor which requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, downstream and upstream occlusion alarms were confirmed in the event history log review. No additional information is available.